Event description:
In 2004, boston scientific was notified of a complaint where the only desription of the event was "coiling of aneurysm". No complications with the patient were reported to have occurred.